Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-13232. It was reported the pt experienced heating at the ipg site while recharging her scs system. The pt was advised to charge more frequently for less time. She also reported observing a "call sjm" indicator light on her charger. F/u stated the pt's charger is still getting very warm even though she had reduced the charging time. Add'l f/u is pending.

Manufacturer narrative:
This ipg was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.